Manufacturer narrative:
(B)(4) the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a rash. The sensor was inserted on (B)(6) 2016. The patient's father stated that the reactions had been occurring since approximately (B)(6) 2015. Patient's mother took the patient to the doctor and was advised to use a steroid spray and barrier film to address the reactions. At the time of contact, the patient was okay. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.